Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. The insulin pump alarmed motor error during rewind due to jammed motor gear box. Unable to down load the insulin pump with carelink and perform basic occlusion, occlusion, prime/a33, the excessive no delivery, displacement and blood glucose meter test due to constant motor error alarm. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked pump belt clip slot

Event description:
It was reported the customer was receiving no delivery alarms on their insulin pump. It was also found the customer had a lot of unabsorbed insulin that was not being delivered to their body. Customer's blood glucose was 528 mg/dl. Customer stated they had treated their blood glucose with 14.1 units of insulin. It was also reported the customer had been experiencing high blood glucose for the past few days. Customer also reported they had ketones and was throwing up as a result of their high blood glucose. Troubleshooting found insulin was able to exit from their tubing. Several motor error alarms were also found in the customer's alarm history. Customer also stated their cannula was bent. Customer's insulin pump will be replaced. No additional information provided.